Event description:
The report we received from the field indicated that after deployment of the smart control in a highly calcified left iliac lesion, the tip seemed to catch on the stent during removal. The physician continued to pull on the sds, and the guidewire lumen separated from the sds (with distal tip still attached). The separated guidewire lumen remained on the guidewire, and was easily removed with the guidewire. There was no report of pt injury. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional info will be submitted within 30 days of receipt.